Event description:
A ventilator was returned to the field service engineer for service. There was no harm or injury reported. During the evaluation of the device at the field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.